Manufacturer narrative:
The country of origin is (B)(4). Occupation is lay user/patient. The customer¿s strips were requested for return. It was noted that there were no more strips available to be returned.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 8.0 inr and the laboratory result was 4.5 inr. It was unknown the time between tests. The patient's therapeutic range is 2.5-3.5 inr.